Event description:
It was reported that the patient contacted the clinic after receiving a shock from the device. Analysis of the egms showed noise on the right ventricular lead. The patient presented to the hospital and the lead was capped and replaced on (B)(6) 2017 with no complications. The patient was stable post-procedure.